Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 45 mg/dl. The customer's wife stated that the customer appeared to be having a stroke and was irritable and confused. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer's wife stated that the cause of the hypoglycemia may have been due to the insulin pump being programmed incorrectly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.